Event description:
It was reported that the patient was having a pump refill today ((B)(6) 2014). They expected 6 ml and were not able to get anything out of the pump. Everything felt normal during the refill. The hcp (healthcare provider) tried repeatedly; she removed the needle, she reinserted, she tried a different needle and could not aspirate. The hcp would pull back, wait a few seconds, and nothing would come out so she would reposition the needle. The hcp was aspirating while filling the pump and that aspirated fine. They used fluoroscopy to verify position. They then decided to fill the pump, but could not get the last 6 cc's in the reservoir. They stopped filling and sent the patient home and scheduled the patient to come back and they would aspirate all of the solution at that time. The patient had 4 drugs in the pump at high concentrations so they thought maybe there could be some precipitant. The drugs in the pump were dilaudid 2 mg/ml at 1.2586 mg/day, clonidine 250 ug/ml at 157.32 ug/day, sufentanil 250 ug/ml at 157.32 ug/day, and bupivacaine 3 mg/ml at 1.8879 mg/day. The pump reservoir was accessed on (B)(6) 2014 and they aspirated 35 cc. On (B)(6) 2014, they had refilled the pump with 34 cc but programmed 40 cc. Calculation determined that the pump should have delivered 8.19 cc of drug since 03/18/2014. There was approximately a 3 cc difference between the expected and actual volumes which was determined to be within normal limits. The patient had had increased pain prior to the refill on (B)(6) 2014. It was noted that the patient fell frequently, so they were not certain if the pain was from the falls or something else. A catheter dye study was scheduled. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).